Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 3 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. Olympus representative called the olympus technical assistance center (tac) support to troubleshoot. Olympus representative called in reporting that when scopes are connected to the cv-190 tower, b30 and e216 errors occur. Tac asked if the b30 and e216 errors were cleared before connecting the next scope and she stated they weren't. Tac advised to shut off the tower cv-190 tower, disconnect the scope, plug the scope in, boot up the cv-190, and see if the error occurs again. Tac informed if the error occurs again, try the process with a second scope. If the error doesn't occur with the second scope, tac advised to clean the contacts of the first scope with 70% ethyl or isopropyl alcohol with a lint-free cloth and connect the scope again. Olympus representative will call back. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
A olympus representative reported to olympus, a b30 and e216 (scope communication error) occurred on the evis exera iii video system center during an unspecified diagnostic procedure. There were no reports of patient harm associated with this event.